Manufacturer narrative:
Other, other text: this supplemental form updates the patient information for sex and race. H3 other text: product was discarded.

Event description:
Per medwatch #: (B)(4), the customer reported that the sensor was "connected to the monitor and would not read." There was no patient impact or consequence reported.

Manufacturer narrative:
Masimo has reached out to the customer to request the return of the sensor. The sensor has been discarded and will not be returned to masimo to allow an analysis to be performed. If new information is obtained, a follow up report will be submitted. H3 other text: product was discarded.

Event description:
Per medwatch #(B)(4), the customer reported that the sensor was "connected to the monitor and would not read." There was no patient impact or consequence reported.